Manufacturer narrative:
This report is submitted 07 november 2019.

Manufacturer narrative:
This report is filed on july 25, 2019.

Event description:
It was reported that the patient's device was explanted (date not reported) due to a non-device related infection. Additional information was requested but not made available as of the date of this report.